Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 10.5mm from the distal end. Both the probe tip and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The ptfe pad of the device wore. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad wore since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks and the cracks were made. After that, the probe broke off by physical stress. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical system corp (omsc) was informed that, during an unspecified lower gastrointestinal surgery, the subject was used and the probe of it broke off. There was no information about where the fragment of the probe was broken off. But the fragment was returned to omsc, and this phenomenon wasn't handled as an incident at the facility. Therefore it is considered the fragment was broken off outside of the patient. The procedure was completed with another thunderbeat. There was no patient injury reported.